Event description:
The customer reported that their central station monitor did not alarm for a patient's heart rate condition change.

Manufacturer narrative:
The customer reported that they did not get an alarm for a high heart rate. A philips field service engineer (fse) went on site to collect alarm logs and troubleshoot the cause of the issue. A review of the alarm logs indicated that on (B) (6) 2009 at 11:39:19 until 13:03:34 there was 1 vtach alarm and 3 tachy alarms that were enunciated and suspended by the user. In addition, there were 4 occasions in which the alarms suspended, arrh alarms off which were turned back automatically after the 3 minute configured time out. The available information does not support that there was a malfunction, design or labeling problem, but an issue due to the suspending of alarms by the customer. The labeling (instructions for use) adequately describes suspension of alarms and the on-screen indicators of suspended alarms. No further investigation or action is warranted. (B) (4).